Manufacturer narrative:
The suspect device is not returning for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a permanent dialysis catheter placement procedure, the access wire tip detached. The wire tip was identified as extravascular by the physician and is embedded within the patient's adipose tissue at the deltopectoral region of the chest. The patient is an in-patient due to extenuating health circumstances unrelated to this event. It is unknown if the physician will retrieve the wire tip from the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint from the same account for this lot number was found. Corrective actions are in process.